Manufacturer narrative:
The lead under complaint was found cut 3 cm distal to the df-1 connector pin. The proximal fragment was received for analysis. The distal fragment including the rv shock coil and lead tip was not returned. The analysis revealed a damaged insulation directly next to the df-1 connector pin, which most likely resulted from the extraction procedure. In conclusion, the analysis of the lead fragment did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 37 months, it was reported that the device shows the eri status. Furthermore an insulation defect on the lead was observed after an implantation period of approx. 131 months. The ICD and the lead were explanted.